Manufacturer narrative:
Field advisories: 1627487-05242011-002-r, 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg is depleted due to lack of recharge. The patient last received stimulation and last charged her ipg several weeks ago. An sjm representative met with the patient and confirmed the issue. Surgical intervention may be pending to address the issue.